Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The manufacturer's technical services (ts) confirmed the reported issue. Provided p/n 1100822. Also advised customer to expect illumination to continue to diminish due to age of lcd; half life of component is 10,000 hours. Recommend customer to prepare for lcd failure in the next year. The customer ordered the ui assembly to make necessary repairs. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.